Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period

Event description:
It was reported that the device continues to give an alarm with red triangles on the screen. They replaced the batteries and restarted it but alarm persisted. No specific code. The pump was malfunctioning as explained and will need to be returned for service. There were no settings available. No patient harm or no patient injury. The event occurred while in use with patient at the clinic. The operator of the device was a health professional.